Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The physician advanced the 2.0x12mm apex balloon catheter to the lesion and inflated it to 6atms for ten seconds, and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 2.0x12mm apex balloon catheter balloon. Pt status is reported as "good". This device is only ous approved, but is similar to marketed us device.